Event description:
The tubing of the eclipse homepump, model #e101000, lot #0202487708, filled with cefepime 1 gram/ 0.9 percent sodium chloride 50 ml, was broken off at the filter. (Not used on patient).